Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert and was admitted to the hospital. The right ventricular (rv) lead had alerted for impedance warning on the rv coil being high and out of range. Isometrics were performed but was unable to reproduce any anomalies. The lead alert was programmed off and the patient was sent home. The lead alerted again for pacing impedance out of range and oversensing with high rate non-sustained (hr-ns) showing evidence of noise. The lead detection was programmed off. The lead was revised and had a confirmed fracture. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.